Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced event on 12-feb-2025 where infusion set tubing came apart. The site was abdomen and infusion set was used for two days. The blood glucose level of the patient was 293 mg/dl. No further information available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.